Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the physician performed a sleeve on this patient using our staple line reinforcement in the last four weeks and the patient went on to subsequently leak mid body of the sleeve and had to be endoscopically stented to manage the leak unfortunately. The procedure was a band to sleeve, unknown procedure date, with staple line reinforcement used. He stated that there was nothing different about these patients- not especially high risk, pretty normal. It was stated that no leak test is performed on sleeve patients, only gastric bypass.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2021. Videos received. Upon visual inspection of 23 videos, the following was observed: the videos from 1 to 14 show some trocar pass through of tissue and a surgical instrument was noted cut and cauterization the tissue. The video from 15 to 16 shows a needle suture combination suturing the tissue. On the video 16 at the 4:03 mark a device with a green reload loaded and buttressing was noted on the reload was introduced. The device is placed on the tissue at the 4:09 mark. In addition, before the firing a bleeding was noted. The video 17 shows a device with a green reload loaded and tissue was noted between the jaws. At the 0:25 mark the device is removed and the staple and cut line appears to be as expected. At the 1:36 mark a device with a white reload loaded was introduced and buttressing was noted on the reload. The device is placed on the tissue. At the 3:18 mark the device is removed and the staple and cut line appears to be as expected. At the 4:03 mark a device with a blue reload loaded is introduced and buttressing was noted on the reload. At the 4:05 mark the device is placed on the tissue. At the 5:25 the device is removed and the staple and cut line appears to be as expected. The video 18 shows at the 0:38 mark a device with a blue reload loaded is introduced and buttressing was noted on the reload. At the 0:41 mark the device is placed on the tissue. At the 1:53 mark the device is removed and the staple and cut line appears to be as expected. At the 2:37 mark a device with a blue reload loaded is introduced and buttressing was noted on the reload. At 2:45 mark the device is placed on the tissue. At the 3:54 mark the device is removed and the staple and cut line appears to be as expected. At the 4:34 mark a slightly bleeding was noted on the distal end of the staple line. At the 5:12 mark a clip is placed on this area. The video 19 shows a needle/suture combination handling by user, suturing the tissue. When the suture pass through of tissue a slightly bleeding was noted. The suture is removed and cauterized this area. At the 2:27 mark newly the user beginning to suture. The video 20 shows a staple line and the edge was noted ooze. The video 21 shows when the liver is cauterized due to a piece was cut. The video 22 and 23 shows when the trocars are removed and suture the holes. Based on the videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.